Event description:
Refering to 1000165971-2013-00117. The following was reported by the physician: during a follow-up relative to the subject lead, noise oversensing was confirmed in the ventricular channel in a recorded episode. The associated ICD is an ovatio dr 6550; sn: (B)(4). The date of this episode of oversensing was (B)(4) 2012 (01:36). Associated lead measurements were normal during the check (threshold 0.5v/0.35ms, impedance 587ohms, r wave amplitude 16.8mv), including coil continuity. Also, no anomaly was observed by x-ray examination. The subject lead remains implanted. Additional information has been provided on 15 feb 2015 relative to the issue: on (B)(6) 2014, a follow-up was performed after the patient was transferred to a different hospital ((B)(6) hospital), and additional episodes were recorded that were similar to previous ones that had a morphology suggesting external interference. It was reported that an investigation was performed in the patient¿s house on (B)(6) 2013 to determine the presence of source that could cause noise, but noise was not detected (the patient usually stays on the bed at the house). On (B)(6) 2015, a re-intervention was performed to replace the lead, upon patient¿s request. During the procedure, a potential connection issue was discounted by a pull test, and no irregularity could be identified by x-ray examination. The subject lead could not be completely extracted, since the extraction stylet could not be fully inserted, and the lead fractured proximally to the rv defibrillation electrode during the procedure. The distal section was left implanted, and another defibrillation system was implanted. The extracted lead portion is available for manufacturer analysis.

Event description:
Refering to 1000165971-2013-00117 the following was reported by the physician: during a follow-up relative to the subject lead, noise oversensing was confirmed in the ventricular channel in a recorded episode. The associated ICD is an ovatio dr 6550; sn: (B)(4). The date of this episode of oversensing was (B)(6) 2012 (01:36). Associated lead measurements were normal during the check (threshold 0.5v/0.35ms, impedance 587ohms, r wave amplitude 16.8mv), including coil continuity. Also, no anomaly was observed by x-ray examination. The subject lead remains implanted. Additional information has been provided on 15 feb 2015 relative to the issue: on (B)(6) 2014, a follow-up was performed after the patient was transferred to a different hospital (B)(6), and additional episodes were recorded that were similar to previous ones that had a morphology suggesting external interference. It was reported that an investigation was performed in the patient¿s house on (B)(6) 2013 to determine the presence of source that could cause noise, but noise was not detected (the patient usually stays on the bed at the house). On (B)(6) 2015, a re-intervention was performed to replace the lead, upon patient¿s request. During the procedure, a potential connection issue was discounted by a pull test, and no irregularity could be identified by x-ray examination. The subject lead could not be completely extracted, since the extraction stylet could not be fully inserted, and the lead fractured proximally to the rv defibrillation electrode during the procedure. The distal section was left implanted, and another defibrillation system was implanted. The extracted lead portion is available for manufacturer analysis.